Event description:
It was reported through the results of a clinical trial that approximately 8 month post overlapping stent placement in the right superficial femoral artery, duplex ultrasound demonstrated in-stent restenosis. Another month later the in-stent restenosis was treated with percutaneous intervention. Reportedly the patient recovered; the current patient status was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system that is cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system are identified in. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: evaluation of x-ray images from the day of the initial stent placement as well as from the day the additional intervention took place was performed. Based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation of this issue is closed with inconclusive result. Based on the x-ray images provided, no indication for an irregular stent placement could be found. Therefore a definite root cause for the event reported could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Correct stent deployment procedure was found to be properly addressed: "confirm that the introducer sheath is secure and will not move during deployment. (...) Pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. (...) The second hand should be used to support the stent delivery system. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. (...) While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. The IFU further states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system that is cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that approximately nine months post overlapping stent placement in the right superficial femoral artery, duplex ultrasound demonstrated in-stent restenosis which was treated with percutaneous intervention. The current patient status was not provided.